Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain it was reported that the patient's stimulator was not working. It was unknown at the time of the report when the ins stopped working. No symptoms were reported. No further complications were reported or anticipated.